Event description:
It was reported that the customer received unexplained no delivery alarms on the insulin pump. It was further stated that there was condensation inside the insulin pump and that the customer did frequent battery changes. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.